Event description:
It was reported that an external pulse generator (epg) quit pacing while the battery was being replaced while on a patient. The low battery indicator was ignored and the battery was then replaced while the epg was connected to a patient during a procedure. The patient went into asystole during the battery change. Once the new battery was in, the epg continued to pace as it should. It is unknown how long the epg was in low battery warning. After the procedure, the biomedical engineer removed the new battery from the epg and it continued to pace for a minimum of 15 seconds. The biomed reported that it is believed that the device was placed back in service by the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).